Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7791320.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place on an unknown date wherein the system was explanted. During the explanted one lead broke (manufacturer report number: 1627487-2023-01428) and partial remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.